Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned - customer returned only one test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note: customer contacted manufacturer on 27-mar-2023 - customer stated that the replacement products resolved the initial concern and that she was comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/21/2024 and test strips were opened one month prior to call. Customer stated that she only had one test strip remaining. Customer requested to perform a blood test during the call and opened a new vial: lot number za4969s, manufacturer¿s expiration date is 04/30/2024. During the call, a blood test was performed by the customer non-fasting and produced test result of 178 mg/dl using true metrix meter and lot number za4969s; customer was satisfied with the result obtained. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 16-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were returned - customer returned only one test strip, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.